Event description:
The international customer reported the unit was alarming due to low pressure. Low inspiratory pressure during normal ventilation operation may result in patient hypoventilation. The customer reported the unit was in use on a patient and there was no patient harm. Completion of device service is pending.

Manufacturer narrative:
Completion of service pending.